Manufacturer narrative:
Evaluation results: inherent risk of procedure (migration). Pt's condition affected effectiveness of device (disease progression resulting in the dilation of the aortic neck). Device failure/lack of effectiveness related to pt condition (disease progression resulting in the dilation of the aortic neck).

Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were imp in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of imp are unk. It was reported the aortic neck diameter directly below the renal arteries, was 26.8 mm and 30 mm one cm below the renal arteries. It was reported approx 39 months post stent graft imp, the stent graft had migrated approx 3 cm below the renal arteries due to the pt's disease progression resulting in the dilation of the arotic neck. The physician has requested a talent cuff. No add'l clinical sequelae were reported and the pt is fine.